Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had been dropped, had switched off and was not possible to start again. The customer's blood glucose level was unknown. The customer reports the drive support cap appears normal. The customer was not able to perform self test because the insulin pump was switched off. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken solder joint on interface board. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Device had cracked end cap.